Manufacturer narrative:
H.6. Investigation summary: bd received three (3) samples and five (5) photos for investigation. The samples and photos were reviewed and the indicated failure mode for color variation of the closure with the incident lot was not observed. The color of the hemogard shield is within the translucent lavender color per the manufacturing procedure. Additionally, ninety (90) retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to color variation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of color variation of the closure. Bd was not able to identify a root cause for the indicated failure mode. The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: 2023-09-06.

Event description:
It was reported when using the bd vacutainer® edta 2k customer reports that there are dark and light color caps. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: the caps are mixed with dark and light colors, and the transfer device cannot read them.

Event description:
It was reported when using the bd vacutainer® edta 2k customer reports that there are dark and light color caps. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: the caps are mixed with dark and light colors, and the transfer device cannot read them.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.